Manufacturer narrative:
The technician was not watching the patient while the door to the MRI room was open and the patient entered the MRI room using a magnetic walker. There is no alleged malfunction of the device. The alleged issue is determined to be a user error. Proper instructions for use are included in the device's operation manual (safety manual) and (in the us) the acr mr safety manual. No further action is required.

Event description:
It was reported that, at a hospital in japan, a patient using a walker, that was not MRI compatible, was unable to remove the corset immediately due to postoperative pain. The patient, using a walker, entered the MRI room while the technician was not looking. Part of the walker touched the patient's chest during suction to the MRI magnet resulting in a rib fracture.